Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The additional two proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after a transaortic valve replacement (tavr) procedure. Reportedly, an unspecified device failure occurred with three proglide devices. The arteriotomy was 9f. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.